Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. The cause of low bg was unknown. The customer received third party assistance from emergency medical technicians (emts), who a peanut butter and jelly sandwich to address bg. The customer also reported that they sustained cuts and bruises on their back because of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.